Event description:
It was reported that one sacral pedicle screw was placed incorrectly. A revision surgery was performed to remove and replace the screw, approx three weeks post op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are part #g75447535, lot# w07k2778 and part # 75447545, lot #w07c3842 and lot # w07g0389. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specs.